Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that it was observed at bench that the display was experiencing an intermittent issue with calibration drift during use. As the issue was discovered while at a bench repair facility, there was no patient involvement at the time of the event. No patient or user health consequences or impact occurred.